Manufacturer narrative:
The full name of the event site in block e1 was shortened due to field character limit; the full name is (B)(6) hospital.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) failed to power up. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and the unit would not power on. To fix the issue, the fse replaced the main board and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) failed to power up. There was no patient involvement, and no adverse event reported.